Manufacturer narrative:
The ventilator¿s logs, record from the patient monitoring system (pms) and a humidifier chamber were received for investigation. The hospital biomed examined the ventilator after the event, and no fault was found. The humidifier chamber was found with no fault. Evaluation of logs shows that the mode of ventilation at the time was CPAP (continuous positive airway pressure). The logs contain 3 apnea alarms and one CPAP low alarm. There are no technical error codes and the pre-use checks prior to and after the event were successful. The pms record confirms the reported desaturation. The desaturation sharply dropped from 97% to 48 % within 1½ minutes and sharply rose to 99% within 30 seconds. The event log shows that at the time of the desaturation there were apnea alarms which indicates exceeded set apnea time and implies that there were no self-initiated breaths by the patient. The desaturation time of the pms coincides with the time for the apnea and low CPAP alarms. There was no ventilator malfunction at the time of the event. The chosen mode of ventilation at the time, is recommended for a patient who breathes spontaneously. At the time of the desaturation the patient was not initiating breaths, implying that the patient was not being ventilated and this was the most probable cause of the desaturation.

Event description:
(B)(4)

Event description:
It was reported that the ventilator, while ventilating a patient in the nasal CPAP (continuous positive airway pressure) mode of ventilation, generated the apnea and low minute volume alarms. There were however, no alarms from the patient monitoring system. The user checked and found that there was some water in the patient tube which was let run back into the humidifier. The alarms continued though, and the patient¿s saturation was decreasing to as low as 48% and the patient turned blue. The ventilator was disconnected from the patient. The patient was manually ventilated where-after the patient made an immediate recovery. Meanwhile the humidifier also started alarming and its temperature dropped to 25°c. The hospital also reported that there was a low flow problem with the connected humidifier at the time. The final patient outcome was no harm. (B)(4).